Manufacturer narrative:
Based on the claim against the product by the customer noting the monopolar curved scissors instrument had an internal collision and broke, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the monopolar curved scissors (mcs) instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was reported that the monopolar curved scissors (mcs) instrument collided with a fenestrated bipolar forceps during the procedure causing the black insulation damaged. The initial report and the follow up information was ambiguous. Customer was unable to specify if the black shaft of the instrument or the black cable of the instrument was damaged. The damaged insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, they had an internal collision and the monopolar curved scissors (mcs) instrument got broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the monopolar curved scissors (mcs) instrument collided with a fenestrated bipolar forceps. There was no loss of cautery or signs of arcing/ thermal damage on the instrument and no injury to the patient. The reporter was not able to specify if the black shaft of the instrument or the conductor wire of the instrument was damaged.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and the reported complaint could not be confirmed or replicated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument passed the cut test on multiple attempts and passed electrical continuity, energy recognition and delivery tests. The instrument was fully functional. No product issue was identified.